Event description:
It was reported that the customer experienced a low blood glucose (bg) level (approximately 45 mg/dl). Carbohydrates were consumed to treat the bg. Reportedly, the pump settings needed to be updated. The customer continued to use the pump for insulin therapy.